Manufacturer narrative:
A device technologies australia technician arrived onsite to inspect the hexavue integration system and was able to duplicate the reported event while using the 4k extron scaler. Upon troubleshooting with steris and the supplier of the scaler, it was identified that the firmware on the scaler required updating. To resolve the issue, the technician updated the firmware, tested the system, confirmed it to be operating according to specifications, and returned it to service. A review of complaints indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Steris has contacted our dealer, (B)(4), to obtain additional information regarding the reported event. Our investigation is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure that half of the screen of the video was blank while using their hexavue integration system. The procedure was completed. No report of injury.